Manufacturer narrative:
The reported event could be confirmed as the surgeon provided a copy of the operative report that was performed on (B)(6) 2022 on implant. Overall, the left mandibular component was dislocated for uncertain reasons, and the surgeon repositioned it in additional surgery. H3 other text : implanted.

Event description:
It was reported that the left side was dislocated and there was a second surgery performed to reposition the left mandibular component.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device remains implanted.

Event description:
It was reported that the left side was dislocated and there was a second surgery performed to reposition the left mandibular component.